Event description:
It was reported that pump displayed malfunction code malf 24 with associated fault ID and could not be reset, and no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump under warranty, confirmed shipping details, provided instructions for putting pump into storage mode and returning it within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.